Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: d1, d4 - rpn. Investigation ¿ evaluation (B)(4) informed cook on (B)(6) 2020 of an incident at (B)(6) hospital involving a three-way plastic stopcock [rpn: ptws-2fll-mll-r] from lot number 9872938. On (B)(6) 2020 during a procedure the product leaked. The product was connected to a syringe. This occurred on two products from the same lot on the same patient. No unintended section of the device remained inside the patient¿s body, the patient did not require additional procedures due to this occurrence and there have been no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record and quality control, as well as a visual inspection and functional test of the returned device was conducted during the investigation. Two used stopcocks were returned for evaluation. The visual inspection of the complaint device showed an orange substance on both devices. No cracks were observed on either device. A leak test was performed on each device and both stopcocks leaked on the adapter end. Additionally, a document based investigation evaluation was performed. A review of the device master record found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record for lot 9872938 found three nonconformances for which the affected products were either replaced or scrapped. It should be noted that there were no additional complaints reported for this lot number. There is no evidence to suggest there is any nonconforming product in house or out in the field. A review of the product labeling for the device could not be completed as there is no product labeling or instructions for use included with the product packaging. Based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause was established as environmental conditions. A previously opened CAPA investigated this issue and found a possible cause for cracking was due to elevated humidity conditions. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received sine the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the event was received on 20jan2020. The 3-way tap of the device was connected to a syringe.

Manufacturer narrative:
Additional information regarding event details and outcome has been requested, but is not available at this time. There was no other information provided except what has been reported in the event description. (B)(6). PMA/510k: exempt.

Event description:
It was reported the product leaks during an unknown procedure. No patient harm was reported. Additional information has been requested but is currently unavailable.